Event description:
It was reported that the pump is intermittently responding to be keypad. The pump reportedly has not been exposed to moisture and is intact.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad was intact with no visible damage and the pump responded to the arrow and ok buttons; however, the pump was intermittently responding to the contrast button, and there was evidence of adhesive/contamination under the contrast and down arrow button contacts.